Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.

Manufacturer narrative:
This submission was launched in error. Changes have not been made to the initial MDR submission.